Event description:
The clinician reports the implant was inserted (B)(6) 2021 in the patient's mouth. On (B)(6) 2021, non-osseointegration was verified. No product was returned to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 4. On (B)(6) 2021, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.